Event description:
It was reported that the pulse generator exhibited noise and the patient was pre-syncopal. The device's atrial sensitivity was decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.